Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high rv threshold measurements that persisted after device changeout. Approximately six months later, the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system presented to the clinic with symptoms of chest pain with pacing and threshold testing. The health care professional (hcp) performed rv threshold testing without notifying the patient, and no pain was reported. It was determined that the patient reportedly experienced pain when the start of threshold testing was announced. This crt-d system also stored pacemaker mediated tachycardia (pmt) episodes and biventricular (biv) pacing was at 88%, likely due to conduction of a new onset atrial arrhythmia. Technical services (ts) discussed troubleshooting options and programming considerations. Additional information received reported that there appeared to be left ventricular (lv) non-capture and rv non-capture with wide complexes noted on the shock channel. This rv lead remains in service. No additional adverse patient effects were reported.